Manufacturer narrative:
The technician rebuilt, cleaned and lubricated the head drive screw and brake assembly to repair the bed.

Event description:
Info received indicates when the head section is up and the CPR is activated, the head section will not drop.